Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. A batch review was conducted and there were no issues detected during the manufacturing process. During visual inspection damage was identified. The sample with broken occluder feet did not meet functional requirements for clamp function testing. Because damage was found, the samples did not meet the specifications and the problem was confirmed. Additionally, leak testing and clear passage testing were performed with no issues noted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of the sample, it was reported that a broken occlude feet was noted. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.